Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their stimulation was shutting off by itself and the issue began two months ago. Patient stated sometimes they would get the can't find device message and they would have to reset the controller several times with or without the recharger plugged in. The issue also began two months ago. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient confirmed that replacing the controller has fixed all the issues with the controller it is working just fine. No further service needs to be performed on this issue.

Manufacturer narrative:
Continuation of d10: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the controller will shut off and stop stimulation for no reason, when I go to turn it on it shows ¿no device found¿. I then have to pry open the battery cover which is very difficult since my dominant hand is fused. I just barely lift the battery up to reset the controller and then it works. I have been corresponding with my local rep and also my doctor and they want to replace the controller asap and see if it happens again. She wanted to meet today but my husband has the car for his test and dr. Appointment so I am trying to get another day this week to meet with her to exchange the controller. After meeting with my dr yesterday it was not determined why the controller was shutting off. This definitely will be done this week on replacing the controller. I have been having issues when I go to recharge my battery that the controller can¿t find a device and I also have to open the battery compartment to reset the controller, then it works.